Event description:
Customer reported having an issue with the reservoir and the insulin pump went through the reservoir. The device stopped working unexpectedly. The device was also not communicating with the sensor. Several successful attempts have been made to gather further information. No blood glucose was provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.